Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 06-oct-2021, UDI#: (B)(4)., implanted: (B)(6) 2018, explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for chronic pain. It was reported that after implantation, part of the lead became exposed through the back, and there was pus coming from that area. Due to the risk of infection, it was decided to remove it. The entire system would be extracted. The issue was resolved. Health damage was noted as patient outcome. The physician's opinion on severity was serious. The physician's opinion regarding the causal relationship was due to this being a patient with a constitution prone to infection.